Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during the procedure, the stylet from the lv lead was stuck in the lead lumen. The physician cut the stylet and left the lead with the cut stylet still in the lumen in place.